Event description:
Procedure: lap gastric bypass. According to the rptr: intra operative bleeding occurred from the distal end of the staple line applied to the small bowel. The surgeon believed that the bleeding would stop spontaneously. Fourteen hrs later, a re-laparoscopy was performed due to bleeding from the staple line. Bleeding was treated by over sewing the staple line.

Manufacturer narrative:
(B)(4).